Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system on (B) (6) 2009. It was reported on (B) (6) 2010 that the patient was experiencing intermittent overstimulation sensations and pain under his left rib occasionally while using his ipg. An xray confirmed all ipg connections were intact but that the paddle lead appears to have shifted to the right in the epidural space. After several reprogramming attempts were done to try to resolve the problem, the physician decided to explant and replace the leads on (B) (6) 2010. No further information is currently available.